Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During the index procedure a abre stent was used to treat the left limb. Approximately 3 weeks post procedure patient suffered pruritus. Patient called to complete week 4 patient diary and in speaking, patient voiced that they developed a rash from head to toe that was extremely itchy, after reviewing all things patient felt the only thing that was new recently was their plavix. Patient stopped taking this, with plans to discuss with physician at patient follow up, taking benadryl for the itching/rash with improvement. Physician spoke with patient; states does not have a visible rash at this time but continues to have full body itching sensation. As of right now physician is questioning an allergic reaction either from medication or possibly the venous stent, patient is requesting an urgent appointment with an allergist so they can do testing. Physician asked that patient keep trial staff updated once seen. The event was treated with medication. Patient recovering.

Manufacturer narrative:
Additional infomration: allergy test showed contact dermatitis to various substances. The event is resolved. The patient is doing well. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.